Event description:
It was reported that while in the cath lab the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. The md inserted the intra-aortic balloon (iab) into the saf sheath and the iab became stuck in the saf sheath. As a result, the md removed the iab and saf sheath. A new (B)(4) was prepped and the md inserted the iab through a teflon sheath successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. No pt complications were reported and the pt's outcome is fine. Add'l info received from the distributor on 11/10/2010 stated that the md used the same insertion site.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.